Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced paralysis in the right leg from the knee down after a recent non-device related back surgery. The physician assessed that the paralysis is not device related and the patient is experiencing pain relief.